Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G3: report source is not health professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: matrix spine locking cap (part number unknown, lot unknown, quantity 1). Pedicle screw (part number unknown, lot unknown, quantity1). Scrdrivershaft t25 std straight tip w/he (part number 03.632.400, lot l463379, quantity 1). Retain-sleeve long f/matrix 5.5 (part number 03.632.036, lot 6946522, quantity 1).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4, d10 h3, h4, h6: part 03.632.400, lot l463379: supplier: manufacturing site: haegendorf. Release to warehouse date: august 29, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. H3, h6: a product investigation was completed: upon visual inspection, the tip of the screwdriver is broken off. No dimensional inspection can be performed due to post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the screwdriver tip has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported on an unknown date that the distal tip of two screwdrivers was broke upon final tightening of the screw. All tip fragments were retrieved, and no pieces remained in the patient. Also, a matrix threaded holding sleeve distal tip sheared when attempting to re-engage the pedicle screw, but piece did not fall off. The surgery was completed without any delay. There was no patient consequence. Concomitant devices reported: unknown matrix spine locking cap (part# unknown, lot# unknown, quantity# 1), unknown pedicle screw (part# unknown, lot# unknown, quantity# 1). This is report 03 of 03 of (B)(4).